Event description:
It was reported that during a laparoscopic colon resection procedure, the device had been fired once and reloaded, but upon firing the cartridge came out of the device. The scrub nurse insisted that the device had been correctly reloaded. A new device was opened and the case completed. No patient consequences have been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the cartridge fall into the patient? If yes, was it retrieved? Did the device deliver any staples and/or cut line before it came out of device? If yes, were any issues noted? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?